Event description:
After drawing up a dose for a patient in a 30ml b-d syringe it was noted there was a white substance inside the syringe. The dose was discarded, and a new dose was drawn up. The rest of the syringes were checked, and 3 other syringes were found to have the same white substance. These products were sequestered. Reference reports: mw5170483 and mw5170484.